Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 8 years post-implantation due to pain, metallosis, and elevated ion levels. A large amount of thickened fibronous material with gray brownish staining was noted during revision surgery. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. One head and one insert were returned and evaluated. Upon visual inspection the inserter was cut and separated from the head. The taper of the insert has visible material on the inside. The head has a visible dull line on the outside diameter. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The new information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: us157852, item name: m2a-magnum pf cup 52odx46id, lot #: 018300 item number: 139258, item name: m2a-magnum 42-50m tpr insrt +3, lot #: 557170 item number: 11-103201, item name: taperloc por lat fmrl 6.0x132, lot #: 009340. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09492. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 8 years post-implantation due to pain and metallosis. A large amount of thickened fibrinous material with gray brownish staining was noted during revision surgery. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes/labs. Pre-revision labs revealed elevated cobalt & chromium levels. Surgeon noted gray/brownish staining, stating consistent with metal on metal reaction during revision procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.